Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with bradycardia. It was noted that the patient was at the shooting range at the time of the event. During interrogation, the right ventricular lead exhibited high impedance, no sensing of r wave. The lead was found to be fractured. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.